Event description:
The customer reported a ventilator displayed a black screen, turned off, and now would not turn on during a pre-test before patient use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer to check the main power supply to see if the unit has an output. Biomed has advised the unit has no main power supply output. The rse then emailed the customer a v60 service manual for referencing the repair. The customer lastly reported that replacing the power supply has resolved the issue. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Event description:
The customer reported a ventilator displayed a black screen, turned off, and now would not turn on during a pre-test before patient use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer to check the main power supply to see if the unit has an output. Biomed has advised the unit has no main power supply output. The rse then emailed the customer a v60 service manual for referencing the repair. The customer lastly reported that replacing the power supply has resolved the issue. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.